Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, medium, uterine manipulator device was used in a laparoscopic hysterectomy procedure on (B)(6) 2025, and ¿v care snapped the base from the stem during laparoscopic hyst¿. The procedure was completed with the use of an alternate ¿v-care replacement¿. Further assessment found "the lot/serial number is not attainable as everything was discarded. The handle snapped from the stem of the v care. The handle was being used by the manipulator and rest of the device remained in situ in the uterus" and was removed. The procedure was delayed ¿probably about 15 min to retrieve a new v care and replace the broken one¿. There was no injury, medical/surgical intervention or extended hospitalization required for the patient or user, and "all are fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 46 reports, regarding 55 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor per regulatory requirements to help ensure patient safety.